Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited two similar episodes of oversensing at approximately the same time on two seperate days. The oversensing appears to be diaphragmatic and is not reproducible. The oversensing lead to inhibition of pacing and it has not recurred since.